Manufacturer narrative:
Concomitant medical products: w1tr02, crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right atrial (ra) lead and left ventricular (lv) lead low impedance alert. The lv lead threshold trend was noted to be rising. Follow up yielded no intervention was performed. The leads remain in use. No patient complications have been reported as a result of this event.